Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion with moderate tortuosity in the mid left anterior descending (lad) artery. When the protective sheath was removed without resistance from the 2.25 x 28 mm xience prime, it was noted that the stent was dislodged from the balloon and was on the stylet. There was no patient involvement and no clinically significant delay in the procedure. A new 2.25 x 28 mm xience prime was used to complete the procedure successfully. No additional information was provided.